Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 20 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.